Event description:
It was reported that a 65-year old caucasian female patient underwent breast prosthesis implantation surgery with two unspecified mentor smooth gel implants. Post-operatively, the patient suffered right breast pain and burning. The patient opted for an ultrasound and right breast leaking was discovered. The patient was also later on diagnosed with left breast implant intracapsular rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 10, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On january 25, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 340cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On december 14, 2022, mentor received additional information indicating that the suspect medical devices are the following: (right) 340cc mentor memorygel breast implant catalog: 3507340mc lot: 6486369 and (left) 340cc mentor memorygel breast implant catalog: 3507340mc lot: 6486369. In addition, the patient has been diagnosed with bilateral capsular contractures (baker grade IV on the right and baker grade iii on the left). The patient underwent bilateral removal and replacement surgery on (B)(6) 2022. A bilateral capsulectomy was performed and it was discovered that the left implant was actually intact. The implants were replaced with the following: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9763730 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9689650 sn: (B)(6). On december 22, 2022, mentor received additional information indicating that the date of implantation for the suspect medical devices was on june 2014. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture.